Event description:
It was reported the patient experienced a lack of therapeutic effect while stimulation was turned on. It was later reported the patient had surgery to fix the problem. The patient was still having problems with her device. Additional information has been requested and will be made as follow up as it becomes available. For information on right device system, see manufacture report #3004209178201006207.

Manufacturer narrative:
(B)(4).